Manufacturer narrative:
(B)(4). The sus voluntary medwatch report # as provided is mw5060017 and is attached to this emdr submission. Approximate age of device - 12 days. The report of a malpositioned inflow cannula could not be confirmed and a specific correlation between the reported elevated lactate dehydrogenase levels and parameter fluctuations and the device could not be conclusively determined because the device remains in use. Images showing the misalignment of the inflow cannula were not provided. The patient remains ongoing on vad support and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the patient's recovery in the telemetry unit, the patient was noted to have spikes in lactate dehydrogenase (ldh) levels from 535 u/l to 722 u/l. Intermittent spikes in estimated pump flows and pump powers was observed. A chest x-ray showed the inflow cannula had migrated and was abutting the left ventricle wall. The patient was taken to the operating room for inflow cannula re-positioning. The patient's ldh levels returned to the 500 u/l range after surgery. The patient recovered well and was subsequently discharged to home. Information from sus voluntary event report mw5060017: during the patient's recovery on the telemetry unit he was noted to have a spikes ii ldh to 722 from 535. The heartmate ii data revealed intermittent spikes in the flow and power. Cxr performed which showed the lvad inflow cannula had migrated and was abutting the lv wall. Patient taken to the operating room for lvad inflow cannula repositioning. The patient's ldh returned to the 500's after surgery. The patient recovered well and was discharged to home.